Event description:
A report was filed when a young customer needed to visit the emergency room due to high blood glucose levels, registering at 380 mg/dl. Upon arrival at the hospital, his blood glucose level had decreased to 150 mg/dl following corrective action with multiple daily injections (mdi), indicating the pump might not have been effective in lowering his blood glucose. There was no permanent damage or adverse effects reported, and the customer was released from the ER on the same day. Technical support confirmed that the pump was functioning properly and recommended contacting a doctor for further advice.